Event description:
Patient reported rupture. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a. Implant date: 11 years ago was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2014. Date in d6a was adjusted/removed as device was not manufactured until 13/sep/2014. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. This record is for the left side. The device remains implanted.

Event description:
Patient reported rupture. Later, patient reported "experiencing discomfort" and "feeling worried and apprehensive". Later, healthcare professional reported rupture, "significant amount of periprosthetic and intracapsular fluid", "breast cysts compatible with hemorrhagic/hyperproteic content", "reactive axillary lymph nodes" and "lobulations and invaginations". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.